Event description:
Linear cutter ref#: ats45 lot#: f4nyoh and staple reload ref#: tr45w lot#: f4ppov. The reload was in the stapler which was being used on a laparoscopic appendectomy when the stapler would not fire. Although the stapler was not working, two staples fell out of the end of the reload. These staples were recovered laparoscopically by the surgeon immediately. Discontinued using this stapler and reload.